Event description:
It was reported this catheter was placed on 1/12/99 for an abscess drainage procedure. On 1/20/99 it was noticed the catheter had broken below the skin surface and a segment remained in the pt's abscess cavity. Successful surgical retrieval of the detached segment was performed on 1/25/99. Repair of the gastric fistula was also performed at that time. The pt's condition is good and has since been discharged. The distal portion of this catheter was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the point of breakage was 7 cm proximal to the distal end, located at the fifth drainage hole. A longitudinal fracture was noted in the catheter, beginning at the proximal suture hole and extending to the point of breakage, appearing slightly jagged at the point of breakage. F/u could not reveal if resistance was encountered during initial catheter placement. However, as this device displayed characteristics consistent with excessive force, jagged edges at the point of breakage, co believes user technique and/or pt anatomy may have been contributing factors to this event. However, co is unable to determine the exact cause for this event.